Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was having difficulty charging the pump. In addition, the pump battery dropped from 45% to 5% within 15 minutes after being plugged into a power source. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was receive. Customer also stated manual injection supplies were available.